Event description:
It was reported during a bone biopsy procedure, the needle broke during removal from the pt. Approx 4.5cm of the needle remained in the pt's hip. The pt was taken to surgery and the needle was successfully removed. The physician was able to complete the biopsy during surgery. The pt is reported to be doing well.

Manufacturer narrative:
The lot number was provided. Therefore, a review of the device history records is currently being performed. The investigation is currently underway.